Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as neither a sample nor a lot number was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syringe flu plus 0.25-1ml var dose 23x1 experienced leakage. The following information was provided by the initial reporter: clinicians describing the blue 23g flu+ syringes as blunt and difficult to insert into the skin during vaccination. Been advised that they have had to change their technique between the orange and blue syringes. Also report of leaking on drawing up from vial.